Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a cardiac tamponade. The issue was identified while the patient was in the recovery room after the procedure. They were admitted to the hospital for overnight observation. No treatments or interventions were reported to have been performed. The patient was discharged the next day and is considered fully recovered. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.